Event description:
It was reported that the patient underwent a revision procedure due to pump connection tube crack with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. And the patient recovered following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to pump connection tube crack with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. And the patient recovered following the procedure.

Manufacturer narrative:
Device analysis: an allegation of a pump connection tube crack was reported. The ms pump kink resistant tubing was cut down to the pump block resulting in an inability to visually inspect the tubing. Contamination was present resulting in an inability to functionally test the device. Product analysis was unable to confirm the reported events. Visual inspection and functional testing of the ams 700 momentary squeeze (ms) pump was unable to confirm the reported tubing crack. The pump kink resistant tubing was cut down to the pump block resulting in an inability to visually inspect the tubing. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of cause not established was chosen as the most probable cause, as the required components necessary to confirm the reported events were not returned. The product analysis results and event report provided no objective evidence that would warrant further escalation.